Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) machine. This event occurred during use, patient not connected. The home patient (hp) pressed "go" on the hc before connecting. The technical service representative (tsr) had the hp close all clamps and transfer set to cycle power twice to clear the error to the "press go to start" prompt. The tsr explained the error indicated a large amount of air had entered into the disposable set. The tsr explained to discard all supplies and to report alarms to the peritoneal dialysis (pd) nurse next morning. The hp will finish tonight's therapy manually. No injury or medical intervention associated with this event.